Event description:
It was reported that, an ivc filter moved one half a vertebral body in a cephalad direction and had tilted approx 20-25 degrees after it was deployed in an infrarenal position. Reportedly, the physician attempted to deploy the filter with apex at the level or the renals. However, after deployment, imaging demonstrated that the apex was above the level of the renals and the filter was tilted by approx 20-25 degrees. Reportedly, the physician did not experience any difficulty during deployment. A cobra catheter was advanced from the same jugular access site and attempts were made to straighten the filter. During his attempt, the physician accidentally caused the filter to further tilt to approx 45 degrees, with the apex resting against the cava wall. The physician then successfully deployed a second ivc filter above the first filter. There was no report of injury to the pt. The pt is asymptomatic and was discharged.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this mfg lot number. The filter remains implanted and the delivery system was discarded by the user facility; therefore, not available for eval. The event investigation is currently underway.